Event description:
It was reported that (1) device was used during an esophagogastrecomy procedure. It was reported by the affiliate that on the 3rd firing of the tct75 instrument, the instrument jammed. The instrument stopped half way and there was difficulty extracting and releasing it. There was no consequence to the pt.